Event description:
It was reported that the patient presented for a surgery. During the surgery on (B)(6) 2023, it was noted that the atrial lead exhibited cardiac perforation. The physician purposefully removed the atrial lead from the perforated cardiac wall. Post operation evaluation revealed that the atrial lead had dislodged. The atrial lead was explanted and replaced on (B)(6) 2023. Patient was recovering.

Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.